Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported when inserting the cranial screw the surgeon had to use a lot of force and the tip of the angled screwdriver broke. The surgeon used the straight screwdriver instead and was able to lock the screw in the plate. The patient¿s cortical bone was reported to be very hard, no delay or patient harm was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: the investigation of the complaint screwdriver has shown that the tip of the instrument is broken off as complaint. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is likely that too much mechanical force had been applied during the surgery. The present screwdriver was checked for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. Further investigation has shown that this instrument was manufactured in february 2014 according to the specification. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.